Manufacturer narrative:
One device was received for evaluation. The service history identified no previous repairs in the last 12 months. Visual and functional tests were performed. The reported issue of detached downstream occlusion (dso) seal was confirmed through visual inspection; however, the loose cassette latch was not duplicated. Further investigation found a delaminating upstream occlusion (uso) seal. The dso/uso seals were replaced. A dso/uso sensor calibration was performed and validated through the occlusion tests. The printed wiring assembly (pwa) was also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the device had a bubbled/detached downstream occlusion (dso) seal, and loose cassette latch. There was no patient involvement.